Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced back in (B)(6) 2010 due to an unspecified issue. The lead was extracted on (B)(6) 2018 while the pocket was opened. The patient was pacemaker dependent. The patient was asymptomatic and stable during and after the procedure.